Event description:
A customer reported a malfunction with the code malf 0 on their device. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump. They were instructed to contact support again if the malfunction reoccurs. The customer confirmed understanding of the instructions.